Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, successfully rebooted and reset pump with guidance, and pump therapy resumed with no additional issues reported.